Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing was melted and welded shut. It did not allow any flow through the tube. There was no patient injury.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer stating that the issue was discovered upon opening the package and that there was no patient involvement. Section h6 updated: patient code has been updated to 2645 no patient involvement.

Event description:
The customer reported that the tubing was melted and welded shut. It was not allowing any flow through the tube. Additional information provided by the customer stated that the issue was discovered upon opening the package. There was no patient involvement.